Event description:
It was reported the patient had a zapping in their right on as well as parasthesia in their right arm when the left implantable neurostimulator (ins) was turned on. It was reported the patient device frequency was turned down as well as reprogrammed on (B)(6) 2013 and the issue resolved without sequelae. It was determined the issue was related to the patient¿s device and the initial programming.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v006354, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), product type: extension. (B)(4).